Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, and manufacturing review. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Manufacturing review did not identify any issues that may have caused the customer issue. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified. This issue was previously reported under MDR number 1415939-2017-00130 under a different suspect device manufacturer.

Event description:
The customer observed falsely elevated creatinine results generated using the architect clinical chemistry creatinine reagents. The following data was provided (mg/dl). (B)(6) (tested in (B)(6) 2016) initial 2.1, retest 1.5, 1.5. Additional unopened specimen retest 0.9, 0.9. No impact to patient management was reported.